Event description:
It was reported that two rail cutter bits were broken while preparing the rails in the endplate for insertion of the disc prosthesis. No broken pieces remained in the pt. No pt complications were reported. It was reported that surgery time was increased by 15 minutes.

Manufacturer narrative:
The devices have not been returned to medtronic for eval. Unable to determine cause of the event.